Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70, (B)(4), model description:st linear lead, 70cm with pre-loaded 0.014 inch style.

Manufacturer narrative:
Additional information received indicated that the patient was implanted with an additional lead to cover new non-device related pain. The patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that the patient would undergo a revision. No further details were provided.

Event description:
A report was received that the patient would undergo a revision. No further details were provided.